Manufacturer narrative:
Concomitant medications- bumetanide, lipitor and advair diskus. The review of the manufacturing records verified that this lot met all pre-release specifications. Additional device involved in the event: lot serial # 06514760; item # pxc181400. (B)(4). The explanted devices were not returned for examination.

Event description:
On (B)(6) 2009, the patient underwent treatment of an abdominal aortic aneurysm with two gore® excluder® aaa endoprostheses. On (B)(6) 2015, follow-up imaging identified aneurysm enlargement of 1.4cm. It was reported a type ii endoleak was identified. The cause of the type ii endoleak is reportedly retrograde flow from multiple arteries. On (B)(6) 2015, both devices were reportedly explanted and the patient underwent open surgical repair.